Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was stuck inside the ligator cap and was pulled in an incorrect way causing the device to be loaded backwards in the scope. Reportedly, the wire was cut to removed the device from the scope. The same issue occurred with the second speedband superview super 7 device but needed to use scissors and it took several attempts to pull out the suture in the correct way. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2588 captures the reportable event of suture stuck inside the ligator cap. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was stuck inside the ligator cap and was pulled in an incorrect way causing the device to be loaded backwards in the scope. Reportedly, the wire was cut to removed the device from the scope. The same issue occurred with the second speedband superview super 7 device but needed to use scissors and it took several attempts to pull out the suture in the correct way. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.